Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and loss of capture (loc). It was noted that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to the recorded high out of range pacing impedance measurements on the rv lead. It was also noted that the physician plans on scheduling a revision procedure. At this time, no adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and loss of capture (loc). It was noted that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to the recorded high out of range pacing impedance measurements on the rv lead. It was also noted that the physician plans on scheduling a revision procedure. At this time, no adverse patient effects were reported. This rv lead remains in service. Subsequently, additional information was received that reported that a revision procedure was performed where this right ventricular (rv) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.